Event description:
It was reported that the vascular stent fractured upon deployment in the femoral artery. No additional info has been provided. No pt injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. (B)(4). The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.